Event description:
There were no adverse functional, mechanical, or visual issues identified with the returned generator. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. Other than typical wear and explant related observations, no product anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Additional information was received stating that the vns patient had not been re-implanted to date. The vns implant surgery was believed to have caused the infection. Patient manipulation or trauma is not believed to have caused or contributed to the infection. No external factors caused or contributed to the infection. Cultures were taken but the results were not provided. The patient was given an antibiotic regiment. Following the explant procedure, the patient¿s infection cleared but the patient may have developed vocal cord paralysis from a nerve injury during the explant procedure. The vocal cord paralysis was reported in manufacturer report # 1644487-2014-01440.

Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to explant her generator and lead due to what appeared to be an infection. The patient¿s device was programmed off two weeks before surgery because the patient had pain, redness, and swelling at the implant site. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.